Event description:
A 74-year-old male patient was scheduled for impella 5.5 support due to acute on chronic heart failure secondary to cardiomyopathy. During the implantation procedure, technical difficulties were encountered in advancing and positioning the impella 5.5. After several attempts and multiple insertions and withdrawals of the initial pump, the implanting physician elected to replace the device to minimize any potential infection risk and to maintain procedural safety. A second impella 5.5 was successfully implanted, and the patient received effective hemodynamic support. The subsequent clinical course was uncomplicated, and the patient was successfully weaned from impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Section d1 brand name corrected. Section d4 serial number was corrected.

Manufacturer narrative:
Section d4 primary UDI number has been updated.